Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a full height matrix drawer 3 latch which won't close. The field service engineer removed the back panel, found a paper that is blocking the sensors and obstructing the latch. The fse removed the paper to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer failure. The customer stated that the drawer on the station wont lock. There were no adverse events or injuries reported based on this event.